Event description:
Litigation papers allege the patient suffers from significant discomfort and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels, elevated esr and crp levels, inflammation, gray pseudomembrane and metallosis. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.